Event description:
Customer reports to have been hospitalized due to low blood glucose and seizure. Customer's blood glucose was 20 mg/dl. Customer was wearing insulin pump at the time of hospitalization. Customer was hospitalized for five days and was released. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.